Event description:
There is no lot/batch no or expiration date on the packaging. Before use.

Manufacturer narrative:
One sample of a 5ml eurographic syringe was received and evaluated. The sample received in a sealed package is missing all label content for batch #, expiration date, two-dimensional bar-code, and gtin. The condition observed is non-conforming per product specification. Potential root cause for the label content missing defect is associated with the packaging process. A device history record review could not be completed as the lot number is unknown.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll euro 125 s/c had label content missing. The following information was provided by the initial reporter: "there is no lot/batch no or expiration date on the packaging." Noted before use.